Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, low blood glucose (bg) levels ranging from 32-58 (mg/dl). Subsequently, the contact reported that the customer felt "nostalgic", but after consuming carbohydrates the issue was resolved. Review of the bolus history showed that the customer had entered an amount for carbohydrates into the insulin units field when entering values into the pump, and subsequently over-delivered insulin. Reportedly, the pump settings were incorrect. Review of the customer's profile settings with tandem technical support showed that the carbohydrates settings had been programmed incorrectly. Reportedly, the carbohydrates had been set to "off" when they should have been turned to "on". Additionally, the customer's insulin duration was set to 5 hours instead of 3 hours. Tandem technical support guided the customer through adjusting the desired settings.